Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ cyst(s): unable to observe as it is not related to the device no other observations observed, no further actions are required.

Event description:
Patient reported left side "my silicone is broken". Healthcare professional later confirmed left side rupture and also reported "rare scattered microcysts with diameter of 2 3.1 mm", which is not device-related. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30/may/2024.

Event description:
Patient reporting "my silicone is broken". This relates to the left device. Device status is unknown.

Event description:
Patient reporting, "my silicone is broken". This relates to the left device. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced.